Event description:
A complaint was received regarding a tego® connector that experienced air in line. This is report 2 of 2. The report stated that they had a patient on treatment on two different days for over 2 hours and began getting high arterial pressure alarms and noted air in the machine's arterial line and then also in the actual catheter prior to the tego cap. The first time they were able to get past alarms and finish treatment. The second day it happened, she changed the tego cap out thinking maybe it was damaged. The new tego also allowed air into the line. They ended up taking the tego off and hooking directly to the patient's catheter. There was patient involvement. There was no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided